Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following results:a visual inspection of the pump showed that the keypad cover was peeling at the ok button. The buttons could not be tested due moisture ingress; the moisture was observed in the battery compartment and the pump was unable to power on. The keypad cover was removed and the ok contact was misaligned and evidence of contamination was found under the up arrow button. The pump failed a leak test. The pump cover was opened and no further internal moisture was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was intermittently unresponsive and the cover was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.